Event description:
It is reported that the pt expired on 7/10/2001. An autopsy was performed on 7/11/2001 and the stent graft was explanted. The cause of death is unknown at this time. The explant procedure observation report indicates that there was evidence of infection as the pt reportedly had peritonitis; however, the explant did not appear to be infected. There was no evidence of the presence of thrombosis, hyperplasia or pseudoaneurysm. It is reported that the proximal, mid body, left leg and right leg of the device were strongly attached to the pt's tissue. The tissue incorporation of the proximal neck, aortic body, left iliac and right iliac, were reported to be "good" with "some" visible hematoma. Further info is pending receipt of explant for analysis.

Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt on event date. The pt has a history of renal insufficiency treated by peritoneal dialysis. The pt complained of increasing lower back pain with intermittent numbness & tingling of their extremities & intermittent left lower back and buttock pain. The pt had an infrarenal abdominal aortic aneurysm, which measured 6.0cm in diameter with a long infrarenal neck measuring 4.8cm in length and with a 24-25mm diameter. The aortogram demonstrated a single renal artery identified going to the left side & no right renal artery was noted. The iliac arteries were very angulated & aneurysmal, with the left measuring 3.6cm & the right measuring 2.4cm. The external iliac vessels measured 10-11mm in size, there was arteriosclerotic disease throughout the aorta & iliac vessels. There was a very tortuous diaphragmatic aorta & intrathoracic aorta. The right common iliac artery was long & adequate for deployment of the main body of the stent graft. The left common iliac artery angulated greatly & then aneurysmal changes extended to the bifurcation. The left internal iliac artery had to be occluded & then bring the iliac stent limbs down the left side into the external iliac, thus preventing back bleeding into the aneurysm sac. The option of surgery versus coil embolization of the left iliac artery was discussed & the decision was made to extend the inguinal excision. This was done for 10cm with a retroperitoneal approach to identify the origin of the left internal iliac artery & the artery was occluded with a gastric staple. Strong bilateral external iliac artery pulses were palpable & the procedure continued. The catheters were placed above the aneurysmal neck & amplatz super stiff wires were exchanged for lunderquist wires. Due to great angulation of the iliacs, the stiffer wires were necessary for deployment of dilators. A 22 french dilator was passed into the right external iliac artery with good access to the suprarenal position. There were multiple visualizations of the stiff wires at this point protecting them from passing into the high thorax. The delivery system was inserted through the right access & an attempt to deploy was made, however, the deployment stuck & the stent graft would not deploy. The delivery system was removed multiple times to correct the sticking of the device. The physicians pinched the sheath, cooled the product in cold saline, & partially deployed outside of the pt in order to get the graft to begin to deploy. The physician states that he deployed the stent graft about 1mm. The physician sheathed & resheathed to loosen the bond. It was then passed again up the protected 22 french sheath to the infrarenal position & "turned 90-180 degrees." The bifurcated stent graft was then deployed, & as deployment was performed, there was a drop in the blood pressure, which was corrected with blood and pressors (medications). Several repeated aortograms demonstrated no extravasation of dye and no perforation or leak in the aneurysm or in the infrarenal neck & confirmation of good placement of the stent graft. The legs of the stent graft were purposely crossed & the ipsilateral leg was brought to the right mid to mid proximal right common iliac artery. A transesophageal echo was performed which demonstrated a contained hematoma in the descending thoracic aorta at the level of the proximal one-third of this vessel due to wire exchanges. The hematoma appeared stable with no obvious leaking. The pt was stabilized with the resuscitative efforts of anesthesia. With no evidence of injury to the infrarenal abdominal aortic aneurysm & the main body of the deployed stent graft the procedure continued with completing the aneurysm repair with the contralateral limbs. The contralateral limb was cannulated & first a 16mm x 8.5cm, then 16mm x 11.5cm, & then another 16mm x 11.5cm extension limbs were placed. These were all overlapped to their maximal length. Arteriograms were completed & demonstrated good extension & flow through the iliac limbs, which was felt to be adequate. There was great concern regarding the patient's drop in hemoglobin, which required resuscitation with 3-4 units of blood. The pt's abdomen remained soft with no extravasation of dye. All catheters were removed from the patient's groin & the arteriotomies were closed. There were strong palpable femoral pulses & doppler post-tibial pulses bilaterally, a right dorsalis pedis doppler pulse, & a left dorsalis pedis palpable pulse. Upon transfer from the operating room the pt became hypotensive. Their peritoneal dialysis catheter was flushed multiple times & irrigated with 500 cc of saline, which brought back lightly pink-tinged fluid. There was no suggestion of abdominal bleeding. The physicians stated everything they knew of the thoracic cavity during the procedure indicated that it was stable. A chest x-ray confirmed no blood in the pleural area and it was felt that the pt would not tolerate exploratory laparotomy or thoracotomy. The pt had received a total of 10 units of packed red blood cells, 6 units of platelets, and 2 units of fresh frozen plasma. The pt was transferred to the ICU where a shiley catheter was placed into their left subclavian to initiate dialysis to maximize the elimination of fluid and maximize respiratory status. It is reported that the pt was transferred to the ICU with fluid overload and respiratory failure and pt remains there at this time. The pt required a tracheostomy for prolonged intubation and has been recently weaned from the respirator. The pt is dialysis dependent, has liver insufficiency & remains obtunded with high bilirubin levels. A CT scan completed five days post-operatively showed the aneurysm to be excluded with no evidence of massive blood loss, no retroperitoneal bleed, & no blood in the chest. No follow-up surgical procedure has been done.